Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had bad etco2 board. There was no patient involvement.

Manufacturer narrative:
Correction: initial reporter occupation. Additional information: device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer, if other specify, imdrf annex a,b,c,d and g grids and manufacturer narrative (chr & DHR statements). Omit: a1601 - device alarm system (1012), b17 - device not returned, c20 - no findings available, d15 - cause not established, g0600101 - alarm, audible. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had bad etco2 board. There was no patient involvement.